Event description:
We received a report that an intraocular lens (iol) was explanted from the patient's right eye after she experienced unexpected post-operative refraction. There were no surgical complications, such as an incision enlargement or vitrectomy. The surgeon indicated that there was no quality problem with the iol, he selected the wrong diopter lens. The iol was discarded in the field.

Manufacturer narrative:
The corrected date of event is (B)(6) 2013. The corrected implant date is (B)(6) 2013. The corrected explant date is (B)(6) 2013. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Corrected data: the corrected date of report is (B)(6) 2013. Additional information: based on the manufacturing record review, there were no nonconformances. There were no associated nonconformity material reports. There were no deviations within the production order. The device history record indicated that there were no nonconformances. There were no nonconformances with respect to the sterilization process. There were no process and/or material changes within the identified production order number for the reported lens. The manufacturing record review indicated that the product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
PMA/510 (k) #: p980040. All pertinent information available to abbott medical optics has been submitted. Placeholder.